Event description:
The patient and his wife reported that the patient was rushed to the emergency room by ambulance because he fell on the floor - his eyes were open but he was unresponsive. He was given "a noricale shot and then on way to the hospital the patient was flipping and flopping and screaming". The patient was admitted to the emergency room. An IV was started, but no medication was given. Approximately 7 hours later, the patient was released from hospital. The patient still wasn't feeling good, so the wife called the hcp. The patient had a refill the following day - the pump contained morphine (the concentration and dose were not reported). The next day the hcp lowered the medication dose to 1 mg. The patient had to have liver and kidney tests performed, because the patient wasn't voiding. Three days later, the patient followed up with the hcp who had received the results of the liver and kidney tests. The patient's potassium was low and his glucose was high. The wife was told to take the patient into the emergency room immediately so that the patient could receive potassium. Upon arrival at the emergency room, the patient had another blood test (test name unspecified). The test was normal, so nothing was done. Five days later, the patient was sick again - his ankles were swollen. The wife took the patient back to the emergency room "to have everything checked and everything was okay". The patient's ankles remained swollen. The wife planned to do more follow-up with the hcp. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.